Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise alert was observed on merlin.net, seven episodes on noise were noted on the ventricular channel. Patient is being monitored and follow-up is scheduled in april.